Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/66 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: the impact of right ventricular lead position on outcomes in cardiac resynchronization therapy patients. Frontiers in cardiovascular medicine. 2026. 13:1719908. Doi: 10.3389/fcvm.2026.1719908 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding right ventricular (rv) lead position on outcomes in cardiac resynchronization therapy patients. Patients were divided into a low septal (lsp) group, medium septal (msp) group, high septal (hsp) group, or left bundle branch area pacing (lbbap) group. The authors described patient deaths in the lsp and hsp groups; however, the causes of death were unknown and described as all-cause. There were patients who experienced surgical complications which included one pneumothorax in the lsp group, two pocket hematomas (msp and hsp), and one lead dislodgement in the lbbap group. There were other patients who were re-hospitalized due to heart failure from all groups and one patient in the lsp group who experienced an infection. One rv lead in the lbbap group exhibited abnormally elevated thresholds, one in the lsp group with abnormal impedance, and diminished sensing in all groups. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.